Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hand held receiver was getting hot and was burning the hand of the patient. No troubleshooting was specified for the hot hand-held receiver. The remote monitor remains in use. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.